Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Third party service technician evaluated the ventilator and was not able to duplicate reported problem. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Unit passed 108 hours extended tests at customer settings. Vent passed troubleshooting final test, which includes many alarm and ventilation functions. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported that the ltv 1500 was running on a patient for approximately 6 mins the vent went inop with no inop alarm. Customer confirmed no patient harm, the patient was placed on a back up ventilator.